Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not recognize the cartridge after it was loaded. Customer successfully loaded another cartridge. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined further contact.